Manufacturer narrative:
There is no evidence of a device malfunction. The reported venous alarm is attributed to user error as the operator inadvertently introduced air into the line. The cycler alarmed appropriately. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. The operator inadvertently introduced air into the line. Rinseback was not performed due to the amount of time spent troubleshooting, resulting in an estimated blood loss of 190cc. No medical intervention was required.